Event description:
It was reported that on (B)(6) 2026, the patient, with a history of coronary artery disease and coronary artery stenosis, had three xience skypoint (2.5x18, 2.75x23, 3.5x28 mm) stents implanted. The patient was re-admitted on (B)(6) 2026 with chronic ischemic heart disease and non-st elevation myocardial infarction. Percutaneous transluminal coronary angioplasty was performed with stent placement on (B)(6) 2026. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, the patient was re-admitted with dyspnea. No treatment was reported and the patient was discharged on 01/16/2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of myocardial infarction and occlusion are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.the other xience devices listed in b5 are being filed under a separate medwatch report number.